Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy (peg) exchange procedure performed on (B)(6) 2009 (pt age is unk however over 18 years old). According to the complainant, during the gastrostoma exchange the physician noted that the internal bolster was broken. No part of the bolster had fallen off into the pt. The device was replaced with another securi-t percutaneous replacement gastrostomy tube with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.